Event description:
The hosp reported that during an off pump procedure the foot on two stabilizers broke when setting the devices onto the retractor. A third stabilizer was used to complete the procedure. No pt complications were reported by the hosp. Failure analysis performed in march 2004 on the returned device shows the foot broke into the multiple pieces. This is a reportable malfunction.